Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as the battery has depleted for one and a half years in half a year and continuously draining. The diagnostic data and confirmed the power consumption of this device has been increasing during the past year. To this date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as the battery has depleted for one and a half years in half a year and continuously draining. The diagnostic data and confirmed the power consumption of this device has been increasing during the past year. To this date, this device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as the battery has depleted for one and a half years in half a year and continuously draining. The diagnostic data and confirmed the power consumption of this device has been increasing during the past year. To this date, this device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.